Event description:
It was reported that the patient presented for a scheduled procedure. During the implant procedure, the lead could not be fixed to the right auricle with the acceptable threshold. The lead was not used and replaced. There were no adverse consequences to the patient due to the reason. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.